Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they were unable to read screen back light is not on. It was reported that some grinding noises during rewinding the pump and it was louder than it used to be. It was reported that the slower when rewinding and insulin pump shoots out insulin when priming instead of drip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump passed self test. No unexpected slow rewind anomalies noted. Insulin pump primed properly. No unexpected reset alarm anomalies noted.